Event description:
It is reported that the spike on spike arm broke off in the patient while impacting the em tibia guide.

Manufacturer narrative:
Evaluation: the device had a sharp corner at the base of the pin which potentially caused a stress riser and caused the fracture of the pin when the device was impacted into the bone. A design improvement was completed in 2002 to an radii at the base of the pins in order to mitigate this type of failure.